Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v020186, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# n(B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v534087, implanted: (B)(6) 2010-1, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that over the weekend the patient¿s implant got turned off, most likely patient was near a magnet. It was noted that the patient did not have a programmer so there was no way to check it or turn it back on. It was noted that there was still quite a bit of battery life so this was not due to battery depletion. Additional information received reported that the health care professional (hcp) was able to turn the battery back on.